Manufacturer narrative:
The explanted device was not returned to manufacturer for evaluation. Only post revision surgery x-rays were reviewed. The films show multiple views of l4-l5 construct with midline decompression. L3/4, l4/5 screws and the interbody device were well positioned.

Event description:
It was reported that the patient underwent a redo decompression at l3-l5 with tlif at l4-5 using interbody device with rhbmp-2/acs and posterior fixation. The patient reportedly was recovering well immediately post op. At two week follow up, it was found that the device at l4-5 was shifted. The revision surgery was performed approximately two weeks post op to replace the device. It was reported that the posterior hardwire was intact with no loosening of failure.